Event description:
A customer reported priming and laser errors during a vitreoretinal procedure. The procedure was completed with an alternate laser system. There was no harm to the pt.

Manufacturer narrative:
The company rep examined the system and confirmed the system messages reported. The company rep also found the bottom vitrectomy radio frequency identification (rfid) flashing. The pneumatics module rfid printed circuit board (pcb) was replaced. The system was then tested and met all product specs. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause cannot be determined. (B)(4).